Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test, displacement accuracy test or verify under delivery anomaly due to prime anomaly. Unit received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose level and customer was alleging the insulin pump for the under delivery of the insulin. Customer¿s blood glucose level was 286 mg/dl at the time of the incident and the current blood glucose value of the customer was 286 mg/dl. Other relevant blood glucose level of the customer was 360 mg/dl. The customer was treated with the manual injections. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.